Event description:
The patient reported that after her implant she had facial paralysis for 6-12 months post op and voice loss for 12 months post op. No treatment was provided but the issues resolved over time. Additional information was received from the pa. The cause of the facial paralysis was noted to be due to manipulation during vns lead placement. The cause of the voice loss was due to manipulation of the laryngeal nerve during lead placement. It was noted that the voice paralysis eventually resolved without intervention. No further relevant information has been received to date.